Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received a 2-way catheter with cut portion of inlet tubing. Visual inspection noted that the catheter was broken into separate pieces. The edges of the individual pieces appeared jagged and uneven so it mostly likely broke instead of being cut with scissors or other tools. Also received (B)(4) photo samples. First photo sample shows top view of used catheter with the catheter being separated into (B)(4) pieces. Second photo sample zooms in on exact location where catheter is separated into two pieces. Therefore, product does not meet specifications according to (B)(4) rev 0 which states "catheter length must conform to drawing." Although an exact root cause could not be determined a potential root cause could be incorrect material formulation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was indwelling, but the catheter part had been severed for some reason. The user requested to investigate why it was disconnected (was it cut with a sharp object such as scissors, or was it due to some other reason).

Event description:
It was reported that the foley catheter was indwelling, but the catheter part had been severed for some reason. The user requested to investigate why it was disconnected (was it cut with a sharp object such as scissors, or was it due to some other reason).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.